Event description:
Upon attempting to do a biopsy of the ilac bone, the last 3.5 mm of the needle broke off inside the pt and was lodged in the bone. At this point there are no plans to remove the needle tip and it will be left in the pt. The pt's condition was reported to be fine. Pt was an outpatient and no hospitalization or medical intervention was necessary.